Manufacturer narrative:
Pt info not available at time of this report. Lot number and device MFR date not available at time of this report. Instrument is in process of being evaluated.

Event description:
A site rep called in, stating that "as the surgeon was placing the screw inside the pt the screwdriver was wobbly and loose. As the surgeon was tightening the screw, the tip of the driver never fit tightly into the head of the screw. As a result, the tip of the driver is twisted." The surgeon successfully completed the surgery with the use of the stealthstation s7 system. There was no impact on the pt outcome.